Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia as well as diabetic ketoacidosis. The customer blood glucose level at time of hospitalization was around 720 mg/dl and other value was 82 mg/dl. Customer also stated that insulin pump had pump error alarm about a week ago and went to the hospital due to diabetic ketoacidosis. Customer stated it was recurring issue. Customer reports they were able to clear the alarm also able to complete rewind. Customer stated the insulin pump was not stored or not in use for an extended period of time and alarm did not occur shortly after inserting a new battery. Customer stated alarm was recurring during normal pump use. The device will be return for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, self test and a21 error test. The stop current and run current measurement tests are within specification. Device also passed off no power alarm test and the delivery accuracy test at 0.08730 inches. No a21 alarm noted during testing. Device was unable to prime during prime/a33 test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Device had minor scratched display window.